Manufacturer narrative:
Reported issue was unable to be replicated during the investigation. There was no damage or liquid ingress noted. All connections were confirmed to be seated correctly. However, on checking grounding, it was found that the bobbins were not properly grounded.

Event description:
User reported that the pump periodically stopped during clinical use and provided a "pump speed error." There was no patient harm; however, this type of event is considered reportable.